Event description:
Patient on excel care es bariatric bed with hovermatt deflated between patient and mattress. Patient stated she was sleeping and woke up as her leg slide out of bed and her entire body slide out with it. Patient yelled for help and staff found her on the floor with the hovermatt on floor with her. Three side rails were up. Patient was taken provided emergent care and films taken. Patient was able to have fractures immediately repaired due to underlying issues. Patient was ultimately transferred to (B)(6) where she expired on (B)(6) 2014.